Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review was conducted of all batch record documents for h12j19071 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The integrity of the seal surface was tested with no leaks noted. The inside diameter of the patient connecter was measured and found to be below nominal. Improvements were made to the mold and the molding department procedures to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set could not be connected tightly to a titanium adapter after changing the transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2 for this event.